Event description:
Customer was inquiring what a button error alarm was. Customer was advised what caused the alarm. Customer stated the device had alarmed previously but currently did not have alarm displayed. Customer stated she keeps her device in her pocket. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(6).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.